Event description:
On apr 23, 2024, the following information was reported by the clinic to sciton clinical specialist: patient information: age: 45 nationality: japanese skin type: IV initial visit (no prior cosmetic procedures). Medical history: past medical history: none present illness: none treatment was performed on (B)(6) 2024: bbl treatment was administered by the physician for overall facial rejuvenation and improvement of pigmentation. 590nm, 8j, 20msec, 15°c, 15×45 - full face (large area), 1 pass, 60 shots 590nm, 10j, 20msec, 15°c, 15×15 - full face (small area), 1 pass, 40 shots 515nm, 15j, 10msec, 20°c, 7mm - spot treatment for pigmentation, 60 shots. Treatment started from the right side, with slight heat felt on the left side. No complaints of pain or heat sensation during the procedure, but patient reported flushing and tingling sensations post-procedure. Following the bbl treatment, iontophoresis (vitamin c) was administered. Subsequently, the patient reported blister formation during face washing (between the left nose and cheekbone). It was reported that the treatment included cooling, application of desonide cream on the left side and lindane cream (betamethasone valerate gentamicin sulfate) on the right side, blister drainage, and protection with mepilex dressing. Prescriptions included lindane cream (betamethasone valerate gentamicin sulfate), azunol (dimethyl isopropylazulene), vitamin c, tranexamic acid (tranexamic acid), and yubera (tocopherol acetate). Patient did not return for follow-up appointments as patient travelled abroad.

Manufacturer narrative:
On april 19th, 2024, sciton field service engineer checked the device and reported the following: it was found that the sapphire block on the handpiece (s/n (B)(6) manufactured feb 2018) was loose and pushed in during use by the doctor. Upon inspection of the bbl hp the sapphire block had multiple chips on the interior side. The damage to the sapphire indicates that the handpiece may have been dropped causing the sapphire block to be loose and pushed in. Fse has inspected the system and there are no issues with the system other than the broken handpiece.